Event description:
It was reported, that a ncb plate for femur, left, 9 holes was implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery due to breakage of the plate.

Manufacturer narrative:
The manufacturer received the device for investigation on (B)(6) 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).